Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no patient injury.

Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer freezes during implant threshold testing or a delay or freeze during programming. Reconfigured hard drive, reloaded, and updated software as a preventative. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer freezes during implant threshold testing, also there is delay or freeze during programming. The programmer was returned for analysis. No patient complications have been reported as a result of this event.